Event description:
It was reported via repair work order that the head end brakes were not holding due to a missing brake snap ring washer. Also it was reported that the jack was drifting due to a malfunctioned jack assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.